Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep determined that the cpu needed to be replaced. The customer reported they would order the parts and do the repairs in house. No further service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.